Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event on (B)(6) 2024 where needle was fractured upon removal. The needle was inserted for one day and site was patient's abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008409, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008409 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 05-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04440 was manufactured according to the wi version 27 and manufactured in the line assembly of quick, on 04-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04441 was manufactured according to the wi version 27 and manufactured in the line assembly of quick, on 05-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4g04442 was manufactured according to the wi version 27 and manufactured in the line assembly of quick, on 05-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.